Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 20 mmol/l. The caller also stated that the customer had experienced high blood glucose throughout the day and had already reverted to a backup plan. The caller was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.